Manufacturer narrative:
Product was not returned to ldr medical at this time, waiting on product return review of traceability and review of the device history records is in progress to reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.. Conclusion is not yet available . Investigation in progress.

Event description:
There was no harm or injury to the patient during surgery. Surgeon reported that pt is "doing well" and left the hospital on (B)(6). Device was implanted at the c5/6 disc space. Once implant was positioned correctly, action was taken to remove the inserter from the peek cartridge / implant. Surgeon turned impaction knob and pulled up on inserter which resulted in the cartridge screw still attached to peek cartridge / implant. Mobi-c instrumentation was used in an attempt to remove screw from cartridge but was unsuccessful. Surgeon drove 2 drill bits in the peek and removed the implant. After explant, surgeon reviewed, irrigated site and proceeded to implant new cervical disc same size, successfully, which concluded the surgery.

Event description:
Mobi-c p&f us : difficulty to remove jaws. Product evaluation performed after that the decontamination information were fully received from the reporter on (B)(6) 2018. Additional information received on (B)(6) 2018 : it was reported that the disc space was distracted and minor impaction was needed for proper implant positioning. Surgeon did use trials before implantation. Surgeon did not encounter any issues during the trialing period. Depth stop was initially set to zero and then used to assist in advancing the implant another 2-3mm for proper implant positioning. Correct steps and dialogue were followed to ensure implant assembly to the implant inserter. Visual confirmation occurred to ensure that the implant was intact, the cartridge was not damaged and the word ¿up¿ was completely visible for correct implant position. The implant was in proper position in both ap and ml planes. No rotation or angle was noticed during the surgical implantation. The issue was related to the cartridge screw and the nut; the screw was not able to be removed from the peek cartridge. Instruments within the mobi-c set to include unlocking key, extraction forceps along with hospital general instruments from the ¿back table¿ were used to remove the nut and cartridge screw; every instrument proved unsuccessful. Upon removal of the first prosthesis (implant, peek, cartridge screw) surgeon asked for the exact same implant (footprint and height). Same steps/action was taken with the second implant. The implantation and removal of peek cartridge was successful with the second implant. Additional information received on (B)(6) 2018 : it was reported the surgeon did not use the mobi-c no touch level during surgery. The unlocking key was used unsuccessfully in an attempt to release the screw from the peek cartridges. It was reported on (B)(6) 2018 it was reported that the surgeon turned the unlocking key clockwise; the inserter did not ¿grab' the screw (standard removal action) as the screw continued to reside in the peek cartridges.

Manufacturer narrative:
From the information provided , the product history records, the recurrence of this type of event for this product and after having performed a product evaluation on the actual returned product, the investigation found no evidence to indicate a device related issue. It was reported that the surgeon encountered difficulties removing the peek cartridge and thus releasing the implant from the peek cartridge . On the basis of the available data the hypothesis of the root cause is that the peek screw was damaged during the removal step which caused this issue. Moreover, it was reported that the surgeon did not use the mobi-c level, which is used to check the correct position in rotation of the implant holder . The fact that the surgeon did not use the mobi-c level is an aggravating factor: the use of the mobi-c level could have allowed a parallel insertion of the implant into the intervertebral disc space. Its use is clearly stated in the surgical technique (appendix 7 - step 10 ). Root cause : mishandling during implant postioning and peek removal. Investigation found no evidence on a product issue that may have directly cuased this event.